Event description:
The pt was diagnosed with breast cancer in 2008. She had her first surgery the following month. She hemorrhaged after the first surgery. She had a second surgery in the same month in late 2008, and her surgeon, dr said, she would use floseal to control the bleeding. Her bleeding was controlled, but six months after the surgery in 2009, she had a mammogram, which showed calcifications. The pathologist thought her breast cancer had returned. On the following month, she had a biopsy. She says her breast tissue now looked like they had sand in them. The pt recently came across an article published in women's health imaging at hospital approx three months prior, that stated floseal can mimic calcifications in other parts of the body. The pt wants to know the long term effect floseal can have on her body and if she needs the product removed from her body. Additional info obtained from pt by (associate director/medical education) on 22-jul-2009: her initial post operative mammogram taken at 3 months post lumpectomy, showed 5 small spots. Follow-up mammogram at 6 mths post lumpectomy showed a vastly increased number of spots which the radiologist inferred was potential regrowth of her tumor. Biopsy was negative for tumor cells. The pt states the calcified area is the size of her fist. It is not uncomfortable, however, she is concerned about how accurate her follow-up can be. The pt stated that during her first surgery she hemorrhaged in the recovery room. This was a great concern for her going into her second surgery and dr. Consorti reassured her that she would use floseal to prevent this from happening. I reviewed the findings of article she referenced in her complaint and explained the misuse of floseal as a prophylactic agent. The pt understood this. I explained that I would follow-up with her surgeon to confirm the application technique.

Manufacturer narrative:
Baxter medical assessment: in discussion with the pt, she stated that her surgeon told her she would use floseal to prevent post operative hemorrhage since this occurred following her original surgery. The presence of asymptomatic calcifications is potentially negative impacting pt safety, since at follow-up mammographic examination, these calcifications may mask malignant microcalcifications that often represent an indicator of cancer recurrence. The delayed diagnosis may negatively impact time of the surgery, and the entire outcome of treatment. Also, as a potentially added risk the pt underwent breast biopsy. This situation has exposed the pt to additional risks of a second, needless surgery and anesthesia. Mammography is an essential part of the follow-up program in order to detect a recurrence in the treated breast as well as a cancer in the contralateral breast cancer. The optimal interval for follow-up mammography has not been determined, although programs employing mammography on a yearly basis after treatment have been associated with the detection of early recurrences and excellent survival after salvage mastectomy for these recurrences. Floseal, when inappropriately applied at the lumpectomy site for prophylaxis against post operative hemorrhage, mimics the appearance of malignant microcalcifications, thus limiting eval for residual or recurrent disease, or falsely suggesting the need for surgical reintervention. ("A. Hankel, r.a. Cooper, k.a. Ward, d. Bova & k. Yao; ajr; 191, nov. 2008 - malignant-appearing microcalcifications at the lumpectomy site with the use of floseal hemostatic sealant". If floseal is indicated and applied as outlined in the instructions for use this product can be safely used for hemostasis on breast tissue. Therefore follow up with the operative surgeon upon her return from vacation the second week of august is critical to ensure correct application of product. A follow-up report will be submitted upon review of proper application of product with the operating surgeon.